Event description:
It was reported that a part broke off during the procedure. No impact on the surgery.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, "a part broke off during the procedure" the product was not returned to depuy synthes, however photo was provided for review. The photo investigation revealed that device a6779, slap hammer m6/m10 adaptator broken condition cannot be confirmed. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the observed condition of the a6779, slap hammer m6/m10 adaptator would not contribute to the complained device issue. Based on the investigation findings, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Additional information received. A. Was there any surgical delay? What was the duration of the delay? -no impact on the surgery. B. Was/were there any adverse consequence/s that affected the patient because of the reported event? -no patient consequence. C. Could you please update on which part of the instrument broke? -the thread has broken of the attachment. D. Were all the broken pieces retrieved from the patient? -yes.